Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted into a patient for the treatment of a abdominal aortic aneurysm. Vessel morphology at the time of the index procedure and currently was reported that the common iliac artery was very short in length. It was reported that a recent CT revealed a distal type I endoleak. The physician elected to coil the right hypogastric artery and the following day implant an endurant iliac extension 16x10x124. The distal type I endoleak was resolved. No additional clinical sequelae were reported.